Event description:
It was reported by service report that the power cord was missing its ground prong. It was reported that the customer does not know if there was any patient involvement or adverse consequence related to the alleged issue.

Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.